Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind,basic occlusion, occlusion, prime and excessive no delivery test. Pump received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call of high blood glucose of 480 mg/dl. Troubleshooting found that the pump is cracked in the upper left corner of the display. Customer declined to check their settings and declined further troubleshooting as the pump is getting replaced. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Customer was advised to monitor their high blood glucose and call back if further assistance is needed.